Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received medical treatment due to allergic reaction associated with the product insertion site. Customer's blood glucose value at the time of hospital visit was unknown. The device will not be returned for analysis.